Event description:
It was reported that a remote alert was received for a lead safety switch (lss) from this right ventricular (rv) lead to the unipolar sensing mode. The cause of the lss was a high, out-of-range pacing impedance measurement (>2000 ohms). Additionally, the physician noted that the switch to unipolar sensing resulted in untreated over-sensed noise. (B)(6) technical services (ts) was contacted for a device data review. It was recommended to perform thorough in-clinic testing, including running a real-time electrocardiogram during postural changes and provocative maneuvers, to assess the rv lead integrity. Additionally, potential diagnostic imaging was also discussed. At this time, the system remains implanted and in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).